Manufacturer narrative:
(B)(4). Approximate age of device - 47 days. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient came in for their first visit with the cardiology service post implant on (B)(6) 2015. The patient reported feeling good and reported an increase in activity. Standard 1 month vad labs were drawn and the patient was sent home. Later in the day when lab results were available, lactate dehydrogenase (ldh) levels were noted to be 1645 u/l. All of the patient's previous ldh levels were reviewed. The patient's ldh the morning of implant was at around 220 u/l and peaked at 392 u/l. It was noted that the plasma free hemoglobin (pfhgb) results were not yet available so in light of the patient being asymptomatic, the hospital personnel assumed the ldh was likely due to a poor blood draw. On (B)(6) 2015, additional lab results were available and revealed a pfhg level of 27.2 g/dl based on an upper limit of 15.2 g/dl for the hospital's testing. The patient was informed of plans to perform a ramp echocardiogram the next day. Later that afternoon the patient called with dark, tea-colored urine and was admitted. The patient's ldh was 1742 u/l upon admission and pfhgb was 13.5 g/dl. The patient was immediately started on heparin. An echocardiogram was performed to assess blood flow velocities and a transesophageal echocardiography was performed during admission with extensive viewing of the inflow and outflow cannula. It was noted that no definitive thrombus were seen. Results of the chest x-rays completed revealed a visually malpositioned pump but was comparable to the positioning noted upon chest x-ray on (B)(6) 2015. According to the radiologist, only 2/3 of the upper device was able to be viewed. Upon review of the patient's labs, with the exception of (B)(6) 2015, all inrs were found to be therapeutic or supratherapeutic. The patient was placed on intravenous fluids to protect their kidneys and maintain a stable creatinine level. The patient's urine was reportedly clear on (B)(6) 2015. Review of log file data revealed a power spike on (B)(6) 2015, however, no other power changes in the hospital were noted. The patient would be sent to another facility for an urgent transplant evaluation. No further information was provided.

Manufacturer narrative:
A specific cause for the report of a malpositioned pump and hemolysis, and a correlation between the report of hemolysis and the device could not be conclusively determined as the patient remained ongoing on pump support at the time of the event. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information was received from the clinical representative on (B)(6) 2016 stating that according to the hospital personnel, the patient had a suspected inflow cannula occlusion and was transferred to another facility. It was also stated that the patient had been listed for a heart transplant.